Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
Additional information received indicated that a wireless software update was performed clearing the message. The device is providing therapy.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h9 - (B)(4) added. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the elective replacement indicator (eri) message displayed for the ipg on external devices. The device is providing therapy. Additional information is pending to confirm the issue.